Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. New information added to the following field(s): h3 and h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the user possibly could not perform reprocessing properly due to leakage from guide pin on the electrical connector caused by damage or leakage from the bending section cover rubber. The foreign material could not be specified and a definitive root cause cannot be identified. Physical damage was not noted to have been found at the foreign material residue points and from the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. Detection method is described in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air/water cylinder and air/water tube. There were no reports of patient involvement.